Event description:
A report was received that the patient was having irritation due to tingling sensation. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having irritation due to tingling sensation. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient was having irritation due to tingling sensation. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having irritation due to tingling sensation. The patient will undergo an ipg replacement procedure.